Event description:
It was reported that the patient was re-implanted in 2009, however no specific reason for this was reported.

Manufacturer narrative:
The device has been explanted and has been returned to med-el where it will be evaluated. Information on the reason for reimplantation will be collected. When available, a device failure analysis will be submitted as follow-up report.